Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that cutter could not be secured. The date of the event is unk. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. No additional info was provided.